Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2001 (B)(6); 4068-45 implantable pacing lead 2001 (B)(6). (B)(4).